Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a routine follow-up call to the clinic, the nurse reported the patient was previously admitted to the hospital (B)(6) 2014 with peritonitis, thought to have been caused by touch contamination. During and after the patient's hospitalization she continued to use continuous cycler-assisted peritoneal dialysis (ccpd) without any further issues. As of (B)(6) 2014 the patient's signs and symptoms have resolved. There was no allegation against any fresenius product in relation to this reported event. Medical records were requested.